Event description:
The customer reported that on (B)(6) 2021, her adc freestyle libre 2 sensor did not alarm when her glucose level was 53 mg/dl. As a result of the failed alarm, the customer experienced a loss of consciousness. The customer regain consciousness on her own and was capable of self-treating with oral glucose. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh001td3rd has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was activated with a retained reader and a linearity test was performed. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) 2021, her adc freestyle libre 2 sensor did not alarm when her glucose level was 53 mg/dl. As a result of the failed alarm, the customer experienced a loss of consciousness. The customer regain consciousness on her own and was capable of self-treating with oral glucose. No further information was provided. There was no report of death or permanent injury associated with this event.